Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient's sesnor wire was short of usual length. Patient claimed to have red skin surrounding insertion site. Patient did not seek medical intervention.